Manufacturer narrative:
The treating surgeon successfully completing the ledc ablation on (B)(6) 2011. On (B)(4) 2011 the surgeon informed angiodynamics of the occurrence of symptoms of recto-urethral fistula. The surgeon mentioned that the patient had reported noticing the fistula symptoms post treatment (date currently not available). In the ensuing time, based on the treating surgeon's input, it has been concluded that the device functioned as expected and the sae is not device-related. At this point it is unknown if the occurrence of the sae is procedure-related. Attempts are being made to obtain additional information about the case and the patient's current condition. Angiodynamics will report any relevant additional information via a follow-up to this MDR. (B)(4).

Event description:
A male patient of unknown age successfully underwent a nanoknife ledc ablation procedure on (B)(6) 2011. There were no complications reported immediately post-procedure by the treating surgeon. On (B)(6) 2011 the treating surgeon informed angiodynamics that the treated patient reported of symptoms of a recto-urethral fistula. Patient is currently being treated by a urologist. The urologist is arranging a retrograde urethrogram to confirm the preliminary diagnosis.